Manufacturer narrative:
A beckman field service engineer (fse) evaluated the au5800 analyzer and identified multiple hardware malfunctioned. The fse found grounding issues with both flow cells, and the mixer motor block set screw was not secured. The fse also found the reference valve tubing was kinked. The fse replaced the ise case and the reference valve and secured the mixer motor screw to resolve the issue. The fse also replaced electrodes (na, k, cl) and tubing. The fse performed calibration and quality control with passing results. The fse verified the analyzer resumed to normal operation. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event, however, there is sufficient evidence to suggest a hardware malfunction was the cause of this event. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported that approximately 100 patients had low results for sodium (na) and chloride (cl) due to low anion gap values involving the cell 2 au5800 clinical chemistry analyzer. The customer indicated quality control was failing intermittently. The samples were repeated on a different au analyzer, recovering normal results. The customer did not report the low results outside the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.